Event description:
The customer stated that she was connected to the tubing while performing the manual prime. As a result, the customer stated that she delivered too much insulin to her body. The customer had already contacted paramedics for assistance. The history files on the insulin pump were checked, and it was found that the customer had potentially primed 14.2 units of insulin into her body by mistake. At the time of the phone call, the customer was stable and waiting with her husband for the paramedics to arrive. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.